Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the video controller circuit board and the image processor circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed dark images on the left monitor. No pt injury was reported.